Manufacturer narrative:
Initial and final MDR (B)(4)- MDR device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set fell off event on 29-mar-2024. The infusion set was in use for less than a day no further information available.